Event description:
It was reported that after a percutaneous transluminal intervention procedure to treat a de novo lesion in the superficial femoral and tibial arteries, arteriotomy closure of the femoral artery was achieved using a perclose proglide device. Reportedly, resistance was felt removing the hi-torque (ht) supra core guide wire from the proglide device as the guide wire seemed to have become caught on something. Although some force was reportedly applied to remove the guide wire from the proglide device, the force was not excessive. There was no reported difficulty deploying or removing the device. Hemostasis was achieved with the proglide device suture. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.